Manufacturer narrative:
Backrest weldment.

Event description:
It was reported by service report that the cot backrest weldment is broken in the cylinder housing and the equipment hook is damaged. No pt involvement, however, adverse consequences are unk.